Event description:
The patient has an ectatic distal iliac artery. The final angiogram revealed a type I endoleak of the left graft limb. This was not resolved with the use of a stent. The leak was small and the physician anticipates self-resolution. The physician will monitor the patient.